Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room after requiring external cardioversion. Upon device interrogation, it was noted that the patient had many non-sustained ventricular tachycardic events that were not accompanied with an electrogram. Prior episodes did have egms for review and although previous test results were blank, normal values were recorded, real-time, for thresholds and sensing. Boston scientific technical services recommended that a save to disc be performed and sent for engineering analysis. Engineering review of the submitted data found built-in device self-diagnostics detected unexpected changes in certain locations of device memory that control episode data. In response to this, the device initiated a warm reset in an attempt to correct this problem. Subsequently, the uninitialized data variables prevented new tachycardia episodes from being properly recorded and resulted in the device resetting during the onset of episodes of tachycardia. While in this state, the device was incapable of providing tachycardia therapy. The local boston scientific field representative reported that the patient triggered monitor (ptm) feature was toggled on and off which resulted in subsequent normal operation. This was completed and defibrillation threshold (dft) testing confirmed the device was operating as expected. Subsequently the patient presented to the emergency room with syncope. The device was interrogated and showed eight diverted shocks, all of which were determined to have been appropriate. The device was working as programmed. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the device was explanted and has been returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Laboratory analysis was able to confirm the previously reported memory issue. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.